Event description:
Boston scientific received information that a high shock impedance measurement was observed on this implantable cardioverter defibrillator (ICD) and right ventricular lead through the remote monitoring system. Attempts to obtain additional information were unsuccessful. Available information indicates this system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.